Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer stated that the emergency medical services came and took them for hospitalization. The customer's blood glucose was 1100 mg/dl at the time of hospitalization. The customer's blood glucose was 354 mg/dl at the time of call. The customer stated that they gave correction with the insulin pump to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they received no delivery alarm. The customer stated that they had a bent cannula as well. The customer's blood glucose was 354 mg/dl at the time of incident. The insulin pump will not be returned for analysis.